Event description:
It was reported that the customer had an external ram error alarm and an unexpected restart alarm on the insulin pump. Customer's blood glucose level was 348 mg/dl. Customer's mother stated that the pump was not stored or not in use for an extended period of time. Alarm is recurring during normal pump use. Customer's mother was advised to monitor the pump and call back if issues recur. Customer's mother changed the battery and started to change the reservoir and infusion set but the pump restarted. Customer's mother had to reset the time and date. Customer's mother stated that the remaining settings seemed to be in place and were correct. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.